Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states they have been hospitalized three times in the last month. The customer's blood glucose level at the time of hospitalization was 600mg/dl. The customer states the pump had alarmed for motor error. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.